Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopy, gastrostomy, intubation of the stomach, and partial gastrectomy. On the 2nd day, the patient experienced abdominal pain and leukocytosis and was taken back into surgery for a exploratory laparotomy. It was discovered the findings being of gastric perforation . The patient had perforated the staple line closure over previous gastrectomy. The patient was discharged from the hospital 6 days later.